Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the backlight did not illuminate, connector issue on main printed circuit board (pcb). Analysis also noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight of the external pulse generator (epg) did not illuminate. The epg was returned for service. There was no patient involvement.